Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One photograph and one 18ga nexiva device were provided for investigation. The septum was noted to be deformed within the catheter adapter, which created a leak path and allowed fluid to leak from the adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: blood was leaking out of the yellow circled area. No impact to patient, new IV reinserted if necessary.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.